Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 3/31: a new catheter was not placed. Complainant states the event caused a clinically significant delay in treatment because it occurred during chemotherapy infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported leaking noted from PICC site when chemotherapy being administered. Infusion stopped and leaking still visible. PICC removed and internal fracture noted. Patient reviewed by doctor and treated for an extravasation as per policy. Follow up arranged for patient the next working day. No other information was provided.